Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 6 was failed and would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height sink drawer would not open. A field service engineer found that the magnet was missing from the inseparable, which was then replaced. The drawer was also sticking, so the slide rails were readjusted. Additionally, the retractor mechanism was found to be damaged. Auxiliary half-height drawers 4.1 and 4.2 had roll board failures, and the row board cable on the 622 board was reseated. The customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 6 was failed and would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.